Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was found unconscious and was hospitalized for hypoglycemia. No blood glucose levels were reported. It was also stated that the customer suffered from depression, due to her father's passing. Nothing further was reported.